Manufacturer narrative:
The device serial number has not yet been received from the customer. It will be reported on the follow up MDR.

Event description:
The user is questioning why the device did not shock the patient during a patient use event. Multiple sets of pads and a fr2 device were used. The patient did not survive.